Event description:
On 01/19/10, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that in (B) (6) 2007, the pt was administered heparin while at home, and experienced, among other symptoms, heart problems, shock, increased sweating, chest pain, abdominal pain, diarrhea, decreased blood pressure, throat swelling, fainting, chills, nausea, rash, and fatigue. As a result of these conditions, the pt was seen at the emergency room on (B) (6) 2007. The pt was admitted to the hospital and treated over a period of days, and received heparin during her hospitalization. Upon info and belief, on at least one occasion, the heparin administered to the pt was alleged to be contaminated heparin. Shortly thereafter, the pt began to experience adverse reactions consistent with the adverse reactions associated with contaminated heparin.

Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion, the results will be forwarded.